Manufacturer narrative:
The suspect medical device was not yet returned to olympus for eval. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore, is being judged as unk. However, if the suspect medical device is returned for eval and add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the suspect medical device was found with a damaged ceramic insulation and a missing part at the distal end of the insulation. This was reportedly detected outside the body cavity during manual cleaning. However, the surgical team was unable to locate the fragment inside the pt's cavity but it is presumed that the fragment has been flushed out by intraperitoneal irrigation. The intended procedure was reportedly interrupted for searching the fragment, subsequently resumed and finally completed using another unspecified date. There was no report about pt injury.